Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultramini meter would not power on. The pt indicated that the alleged power issue started one day prior, at an unk time. As a result of the alleged issue, the pt claimed that she developed unspecified symptoms of hyperglycemia. On the evening in the same month, the pt received assistance during a doctor's office visit. The pt's glucose was reportedly tested on a doctor's/clinic's meter and a result of "32.0 mmol/l" was obtained. The pt mentioned that she was treated with insulin (unk type/dosage) by an unidentified health care professional (hcp). It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what time the reported symptoms developed, what symptoms she developed, what time the alleged meter issue began, what her last blood glucose reading was before the alleged issue started, and when the last result was obtained. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed, what time she went to the doctor's office, and what actions she took before going to the doctor's office. Alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed unspecified symptoms of hyperglycemia, got a blood glucose reading of "32.0 mmol/l" on a doctor's/clinic's meter, and received insulin treatment from a hcp as a result of the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.